Manufacturer narrative:
PMA/510(k)#: p050017/s006. The 1 x zfv6-80-10-8.0 device of lot number c1091255 was returned to cook ireland for evaluation. The device was returned in the original packaging and was open on receipt. On evaluation of the returned device, it was noted that the outer sheath was separated from the handle at the connector cap indicating high deployment forces. The flexor flare came out through the connector cap. Using calibrated ruler, the outer sheath measured 80.5cm and was noted to be within specification. On visual examination of the device, the inner peek tubing was kinked distal to the handle. This may have occurred during transportation of the device as the inner peek was exposed on return. Excessive damage was also noted to the distal end of the outer sheath. Using a syringe of water the device was flushed with no issues noted. Manufacturing engineering advanced the delivery system over a 0.035¿¿ wire guide. Slight resistance was noted over the section of the device which was kinked. There is no evidence to suggest that the device was manufactured incorrectly. The customer complaint was confirmed as the outer sheath had separated from the handle, suggesting high deployment forces. Additional information has been provided for this complaint file: the user did not experienced difficulty in advancing the device. There was no calcification or the patient`s anatomy was not particularly tortuous. A terumo, 0.035¿ glide wire was used during this procedure. Pre dilatation was conducted prior to stent deployment and the device was flushed through both flushing ports before the procedure, as per IFU. The safety lock was removed from the device, prior to attempting deployment. The user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. During stent deployment, the user felt that the complaint device was more resistant in comparison to other zilver devices used in the past. It was confirmed that the handle was fully pulled to the hub and that the stent was fully deployed before removing the delivery system from the patient. It has been confirmed that imaging will not be provided for this file. It can be noted, during stent deployment the outer sheath separated from the handle of the complaint device. The user succeeded in deploying the stent intact, however the stent deployed in an unexpected location. The physician used a balloon-expanding stent to cover the complaint device in the left iliac vein to prevent stent migration; ¿the stent wasn¿t fracture. It¿s just because of the situation of unexpected broken handle, the delivery system was moving and the complaint stent was placed in the unexpected site. Therefore, the user placed additional balloon expandable stent to prevent the possibility of the complaint stent migration¿. Additional information has been requested regarding the location of the deployed stent. However to date no further information has been provided. Laboratory evaluation confirmed that the outer sheath had separated from the handle. It is possible that difficult anatomical configuration could have contributed to difficulties during deployment and high deployment force caused the flexor to separate from the handle. It can be noted that ¿the user felt that the complaint device was more resistant in comparison to other zilver devices used in the past.¿ however, as the actual use conditions could not be duplicated in the laboratory setting, a definitive cause of this event was unable to be determined. It can be noted that as per the instructions or use, this product is intended for use in the iliac, superficial femoral artery and above-the-knee popliteal artery. In this case however, the device was used to treat a dvt in the iliac vein. This is considered off label use. Prior to distribution, all zfv6-80-10-8.0 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1091255. According to the complaint information, the physician used a balloon-expanding stent to cover the zilver in the left iliac vein to prevent stent migration. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to include details of the device evaluation. Initial description submitted as follows: the handle of the zilver delivery system separated from the outer sheath suddenly, then the stent was jumping. Some part of the stent was deployed in the distal iliac vein and some part is floating near the bifurcation of vena cava. The doctor decided to use a balloon-expanding stent to cover the zilver in the left iliac vein to prevent stent migration.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. These devices are approved but not marketed in the us for iliac indication only also. Indication for use has been confirmed as off label. The device in relation to this complaint has been returned and is pending lab evaluation. Additional information has been provided for this complaint file: the user did not experienced difficulty in advancing the device. There was no calcification or the patient`s anatomy was not particularly tortuous. A terumo, 0.035¿ glide wire was used during this procedure. Pre dilatation was conducted prior to stent deployment and the device was flushed through both flushing ports before the procedure, as per IFU. The safety lock was removed from the device, prior to attempting deployment. The user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. During stent deployment, the user felt that the complaint device was more resistant in comparison to other zilver devices used in the past. It was confirmed that the handle was fully pulled to the hub and that the stent was fully deployed before removing the delivery system from the patient. It has been confirmed that imaging will not be provided for this file. Further clarification was requested regarding ¿stent was jumping¿: ¿the handle was broken during deployment, and part of stent was out of sheath already. Because of the broken event, the system moved to the unexpected part. The distal part of the stent was opened and stuck in ostial of iliac vein, and proximal part of stent still covered in the sheath in the vena cava. Then, the doctor decided to complete the deployment and used another balloon expandable stent to cover zilver stent, to make sure zilver stent won¿t migrate to other area¿. It can be noted that as per the instructions or use, this product is intended for use in the iliac, superficial femoral artery and above-the-knee popliteal artery. In this case however, the device was used to treat a dvt in the iliac vein. This is considered off label use. Prior to distribution, all zfv6-80-10-8.0 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1091255. A follow up report will be submitted within the next 30 days with device evaluation details.

Event description:
The handle of the zilver delivery system separated from the outer sheath suddenly, then the stent was jumping. Some part of the stent was deployed in the distal iliac vein and some part is floating near the bifurcation of vena cava. The doctor decided to use a balloon-expanding stent to cover the zilver in the left iliac vein to prevent stent migration.